Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there is an image error. A definite root cause could not be identified tracing to the device malfunction leak. Based on the results of the investigation, the most probable cause of the malfunction of there is an image error could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the autoclavable camera head had leakage during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6) hospital. E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.